Event description:
On (B)(6) 2018 I had a (B)(6) neurostimulator implanted for severe sciatic pain. It was implanted in my right buttock. It caused pain around the outside of the unit which I informed the doctor on each visit. I had to see an orthopedic doctor for rt. Hip pain and he ordered an MRI of the hip. I spoke with dr. Fishell to see if I could have an MRI with the unit. He said yes and brought in a (B)(6) rep to explain how to put the unit into MRI mode. I went for my MRI on (B)(6) 2019 at steinberg diagnostic medical imaging. The technician checked to make sure I was in MRI mode and then proceeded with the test. As soon as the MRI started I felt a zapping or current feeling from the unit to my groin and down into my mid-thigh. I called the tech to stop the machine. I explained the weird feeling to her. She said this had not happened to her with any other she had done. We finished the test. I explained to the doctor what happened and that I now have a very sharp pain in my groin and thigh that hurts when I stand or walk. The doctor and the reps from st. Jude kept telling me this wasn't possible. But, it is possible and did happen. The doctor suggested we change the unit. So, I had another stimulator implanted on (B)(6) 2019. This did not stop my sharp pains in the thigh, groin or lower back.